Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c6-7. Approximately 83 months post-op, the patient experienced worsening of right neck pain with muscle spasms radiating down into the right shoulder area. The patient noticed that both arms felt numb upon lying down depending on which side she lays on. Medications included flexeril and neurontin. Approximately 86 months post-op, the patient event was resolved. Additional treatment included naprosyn and physical therapy. No diagnostic procedure was performed. Approximately 89 months post-op, study related x-rays showed mild ddd at c5-c6, mild uncovertebral osteoarthritis at c5-c6 and c6-c7, and facet osteoarthritis at c3-c4 and c4-c5. The study site instructed the patient to follow-up if pain persisted. At the 120 month postoperative evaluation, the event was resolved. The investigator noted that this event could possibly be related to the prosthesis, as she has adjacent level spondylosis and that may be the source of her symptoms. The outcome of this event is considered resolved.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.